Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip ring. The grips did not open or close. The dislodged grip ring was likely causing the grips to not open. The grip open lever was not functional and the grip ring moved freely up and down grip at the grip drive adapter. The instrument passed the recognition and engagement tests when placed on an in-house system. It moved intuitively with full range of motion in all directions.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the grips of the vessel sealer extend (vse) instrument failed to close halfway and displayed an error indicating that the blade was exposed. An intuitive surgical inc., (isi) technical support engineer (tse) confirmed that the blade was not exposed and advised to replace the instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown if the jaws of the instrument were stuck on the tissue when the reported issue occurred. There was no unexpected removal of tissue. No bleeding was observed due to an unclamping issue.